Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulation was not hitting the right spot. Patient added "it's been about like 2 months now because they had it off" when they had the issue and they have been waiting for someone to callback them back before they moved location from (B)(6). Pt clarified they tried reaching out to their previous rep but have not received a callback. Agent offered to send physician listing, pt accepted. Pt needed urgent assistance on their therapy, agent asked if pt had tried changing the therapy programs and pt stated "it's not hitting the right spot I've told them that before and if it's not gonna hit in the right spot I might just have this thing taken out because it's not working". Agent sent physician listing via email to pt, sent email to registration to update pt's address, and send email to mdt rep for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.